Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was tube push off non-patient end needle. The following information was provided by the initial reporter. The customer stated: the "tube is popping of when using the edta tube."

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: unknown. H6: investigation summary bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device lot #: reported as a20123wg - nipro does not have a20123wg. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was tube push off non-patient end needle. The following information was provided by the initial reporter. The customer stated: the "tube is popping of when using the edta tube."